Manufacturer narrative:
Additional manufacturer narrative - prosthetic heart valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. There can be several factors that can cause a development of thrombosis, including but not limited to: inadequate anticoagulant therapy after valve implant, atrial fibrillation, drugs (eg, contraceptives), cancerous tumors, systemic diseases (eg, systemic lupus erythematosus , inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among the patients. The mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood. In this case, without return of the thrombotic material and histological testing, we are unable to confirm or comment on the root cause of the reported thrombosis at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that the patient expired approximately four (4) days after implantation of a 27mm mitral valve. The principal cause of death is stated as embolic cerebral infarction with secondary diagnoses of: acute kidney failure, acute respiratory failure, atrial fibrillation, embolic cerebral infarction, obstructive thrombus, postoperative cardiogenic shock and systolic heart failure. Through follow up it was learned that this patient underwent mitral valve replacement due to severe mitral regurgitation. A 7300tfx 27mm mitral valve was placed. An iabp was placed to assist with weaning from bypass but she still required high inotropic support and had evidence of severe rv dysfunction. Therefore, she was converted to central va ECMO. Within 2 hours of arrival to the cticu, the ECMO circuit was alarming associating with circulatory collapse of unclear etiology. The chest was emergently opened at the bedside and manual cardiac compression was performed until a new va ECMO circuit could be established. On post-operative day #2 the patient returned to surgery for re-exploration and was found to have an occlusive thrombus across her mitral valve with no flow across the mitral valve. A head CT revealed multiple foci of embolic stroke so the decision was made not to anticoagulate. Her neurologic status did not improve and she required increasing vasopressors support. On post-operative day #4 the family decided to withdraw care and the patient expired. Patient had a history of cad, CABG (1988), copd, af and severe ischemic mr